Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp experienced a cannula that pierced through the shield prior to use. The following information was provided by the initial reporter: the customer found a needle piercing through the shield.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that a needle was piercing through the shield. The returned syringe was examined and exhibited the cannula bent between the hub and shield, causing the tip of the cannula to be exposed. Unable to perform DHR check for cannula through shield due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag 420cas jp experienced a cannula that pierced through the shield prior to use. The following information was provided by the initial reporter: the customer found a needle piercing through the shield.